Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic extraperitoneal umbilical hernia repair, the handling film of the mesh began flaking off while unrolling after insertion into the patient. The mesh was placed in a created peritoneal pocket using an 8mm robotic trocar. The surgeon continued to use the mesh, knowing the handling film would resolve in 24 hours. No patient complications have been reported as a result of this event.